Event description:
It was reported that this recently implanted cardiac resynchronization therapy pacemaker (crt-p) intrinsic amplitude is out of range on the right ventricular (rv) lead. The crt-p alerted for right ventricular automatic threshold detected as greater than programmed amplitude or suspended due to higher than programmed output at greater than 3v (volts). The presenting electrogram (egm) shows intermittent loss of capture (loc) on the rv lead. The programmed rv output is trend at 3.5v (volts). It was also noted the stored egms show isolated ventricular undersensed beats with the rv amplitudes ranging from 0.7mv (millivolts) to 2.7mv. The rv impedance is stable at 320 ohms. An in-clinic review was recommended to assess rv lead parameters. The device and lead remain in service. No adverse patient effects were reported.